Event description:
The facility reports the caregiver was attempting to transfer the resident to the shower room. During the transport, the bolts sheared off, causing the stretcher to flip over, allowing the resident to fall to the floor. The resident was sent to the hospital with multiple bruises. The resident was still at the hospital at the time of interview with facility personnel.